Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.

Event description:
During a pvc ablation procedure, a small pericardial effusion occurred which did not require treatment. The ablation catheter was in the agilis in the inferior vena cava mapping at the rvot anterior wall, force readings of over 50g were noted in some locations. Ablation was performed under 20g of force, 40w, 15/20sec. The patient reported chest pain so an echocardiogram was done which revealed a small pericardial effusion from a perforation in the right ventricle. The procedure was stopped, the patient remained stable, and the effusion was resolved on its own. The physician thinks a combination of high power and pushing during mapping caused the pericardial effusion. The patient did not have any preexisting device therapy, underlying heart disease, or pre-existing comorbidities (cardiac or non-cardiac). There were no performance issues with any abbott device.